Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "701:00 error code." This condition has the potential to cause an interruption of delivery. This condition was found in the biomed service department. This event occurred upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a 701:00 error code was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to corrosion on phm(pump head module). The phm was replaced to correct this condition. Failure code 701:00 indicates a phm communication initiate failure.